Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient called on (B)(6), 2010, reporting that the replacement audio processor that had been recently ordered for her, in assumption that her current ap was not functioning properly, did not work. She reported that she receives no sound at all with the replacement ap. Her complaints prior to receiving this ap was that she had been getting clicking sounds when she yawns or chews and had not been hearing very well with her ap on for the past couple of weeks. It was intermittent in occurrence and she reported the same symptoms prior to having the vsb surgery, but it wasn't as pronounced as it has become recently. An aided audiogram performed at that time showed that the patient was getting no functional benefit from her ap and thus, the clinician ordered a replacement ap for her. There are no reports of any illness, trauma or infection.